Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Polyethylene insert wasn¿t fully engaged posteriorly in the patient¿s tka requiring a revision to replace the insert.